Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 21mm 3000tfx aortic valve implanted 12 years, one (1) months, is being evaluated for valve-in-valve procedure due to severe aortic stenosis.

Event description:
Edwards received information a patient with a 21mm 3000tfx aortic valve implanted 12 years, one (1) months, is being evaluated for valve-in-valve procedure due to severe aortic stenosis.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Although the product was not returned and there is an allegation of a deficiency in the original device, degeneration-related structural deterioration after an implant duration of 12 years, 1 month, is most commonly related to patient factors, and is not a result of a manufacturing non-conformance. Additionally, there is no evidence of product failure with regard to design, reliability, or use error.

Event description:
Edwards received information a patient with a 21mm 3000tfx aortic valve implanted 12 years, one (1) months, was explanted due to severe symptomatic aortic stenosis. Records noted the thinned out aortic annulus, probably from radiation, came out with the valve requiring patch repair of posterior half of annular circumference. Patient presented with shortness of breath. The explanted device was replaced with a 21mm 11500a aortic valve. The patient tolerated the procedure well and was transferred to ICU in stable condition. Patient was discharged home in stable condition on post-operative day six (6). Per implantation data card and surgeon the explant was due to deficiency in the original device/surgical valve. The valve did not perform as intended. Per pathology report, one of the cusps contained a 0.3 x 0.2 cm irregular full thickness defect. The cusps roughened with firm yellow-tan gritty material.